Manufacturer narrative:
(B)(4). Based on the complaint history, it was determined that the root cause of this event was due to physician error. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. Lens was removed due to wrong power/size. Lens removed with no enlargement to the incision and no suture was used. No patient injury. Another stated cause of this incident was due to physician error. No product malfunction.